Manufacturer narrative:
Block d2b: additional pro codes, nhl, pjs.

Event description:
It was reported that during functional testing of the deep brain stimulation (dbs) procedure, the physician discovered a small hair on the lead boot while trimming the edge of it. It was noted that it is uncertain if the hair came this way from the lead kit or if it was from the scissors used to trim the lead boot per the physicians assessment. The lead was removed from the sterile field and a new lead was used to complete the procedure. Analysis of the dbs lead was not performed as it was discarded by the facility. The patient did well post-operatively.